Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 30 mg/ml of morphine at 0.187 mg/day. The pump had been programmed to minimum rate infusion mode. Analysis of implantable pump serial number (B)(4) revealed the following: a low battery reset occurred during decontamination in the laboratory. Destructive analysis identified a high battery resistance during functional testing. Analysis also identified corrosion on the m1 feed through insulator and damage on the motor o-ring. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer without a known complaint. The patient's indication for use was non-malignant pain and failed back surgery syndrome.